Event description:
It was reported that the patient presented to the emergency department due to repeated syncopal episodes. The right atrial (ra) lead exhibited possible non capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).